Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/08/2021. Additional information: h6, h4. A manufacturing record evaluation was performed for the finished device qgberz, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was noted in the event description that "surgeon attempted ten sutures from the medline procedure pack". Medline procedure pack is not a known product of the ethicon family. Can you please confirm if a suture of the ethicon family was involved and presented this issue (breakage)? If yes, please provide the product information. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Note: events reported in 2210968-2021-00259, 2210968-2021-00260, 2210968-2021-00261, 2210968-2021-00262, 2210968-2021-00263, 2210968-2021-00264, 2210968-2021-00265, 2210968-2021-00266, 2210968-2021-00267, and 2210968-2021-00268. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2020 and suture was used. During the procedure, the suture was breaking after one pass. The surgeon then pulled the same style suture from their suture rack to complete the procedure. Procedure was delayed an unknown amount of time. There were no adverse consequences for the patient. Additional information was requested.